Manufacturer narrative:
The date of event/therapy date was sometime in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from the minicap. This was noted when the patient opened the foil pouch. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed for the reported issue of the sponge being separated from the cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was visually inspected and the reported event was verified since the sponge was found to be separated from the cap. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.